Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The s-ICD is currently retained at the healthcare facility.